Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance to the caller on how to address the issue, including disconnecting and adjusting the tubing, delivering boluses, and ultimately advising the customer to replace supplies as necessary. The bolus delivery was completed successfully, and the customer was advised to resume insulin therapy. Follow-up assistance was requested to ensure the issue was fully resolved.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.